Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Initial symptoms were fever and drainage at the pocket site. The patient was admitted in the hospital and was given oral and IV antibiotics. The patient's condition was improving after the procedure.

Manufacturer narrative:
Additional information was received that the infection was not device nor procedure related, the patient is diabetic and more prone to infection. The infection has not completely cleared up. The patient is still being treated with intravenous antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. Initial symptoms were fever and drainage at the pocket site. The patient was admitted in the hospital and was given oral and IV antibiotics. The patient's condition was improving after the procedure.